Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 450cc mentor smooth round moderate plus profile saline breast implants. Post-operatively, the patient suspected that she experienced bilateral deflation of her prostheses. A medical professional diagnosed the patient with a deflated left implant. As a result, the patient is scheduled for removal surgery on (B)(6) 2024. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2024-00201 for the contralateral event.

Manufacturer narrative:
On january 18, 2024, mentor became aware that information was inadvertently omitted from the initial report. Manufacturer¿s reference number: (B)(4) in the initial report, h6 medical device problem code should have been populated with a0412 material rupture.

Manufacturer narrative:
On january 25, 2024, mentor received the device for evaluation. On february 01, 2024, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Additionally, a tear was observed within the crease/fold, measuring approximately 0.3 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).